Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
At a routine follow up visit, the reporter indicated that upon interrogation, it was noticed that the generator magnet output current had been programmed to 0ma. The physician believed that this was in error as this is an epilepsy patient and the previous physicians notes indicated that the magnet output current was set to 0.75ma. The incorrect setting was likely caused by an interrupted system diagnostic test at a routine follow up visit. Attempts to obtain the previous physicians programming history are underway. No patient adverse event was reported.